Event description:
Patient experienced positive skintest 3 months after collagen injection, subsequently devloped symptoms at other injection sites, as well. Physician has treated patient with oral omnicef, oral steroids, and performed incision and drainage at injection sites and a biopsy at testsite.